Event description:
Patient presented with high impedance and low battery. During surgery, it was observed that the lead was wrapped around itself, and the patient's previous lead was also left in the pocket. The surgeon believed that this was the cause of the high impedance. The generator was removed and the lead was cut. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. The explanted device has not been received to date. No further relevant information has been received to date.

Event description:
It was noted that the explanted product was discarded. No further relevant information has been received to date.